Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer was using off label insulin trurapi. Tandem technical support educated customer on insulin labeling. Customer¿s blood glucose level ranged from 185-186 mg/dl. Ultimately, the customer was able to load a new cartridge to resolve the issue.